Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The area was described as red, flaky, and dry. The patient's wife reported that the garments had only been changed once since fitting on (B)(6) and that the patient has a history of sensitive skin. The patient's wife reported that the irritation was treated while the patient was in the hospital by hospital staff. During a follow-up, the patient indicated that the irritation had improved.